Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site stated that the system was acting glitchy. The manufacturer representative noticed that the system became unresponsive and lost video to a black screen while they were in the software. No patient was present at the time of the event.